Event description:
Suction irrigator was leaking at both battery case and the hand attachment. Device removed from sterile field and replaced. Battery case was hot to the touch. Batteries were removed from the device. All packaging was retrieved and given to management.